Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing was observed on the atrial channel. Attempts to reposition the lead was performed without success. The lead was capped and replaced. The patient's condition was good.